Manufacturer narrative:
The reported events of a positioning failure and a stretched helix could not be confirmed. Visual inspection of the device, specification measurement of the helix and device docking button, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was separated from the delivery catheter prematurely. The ralp was in the ra, and it was retrieved successfully. It was then noted that the ralp helix was stretched. An alternate delivery catheter was used to implant a replacement ralp eventually. Patient condition was stable.